Event description:
As per the operative report- "injectable saline was injected using a huber needle and there was leakage back from the septum from previous coring of xl needles most likely." The port was replaced.